Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and damaged belt) has confirmed that the cable connecting the distribution node (dn) to the rear cable had severed wires the root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages and was damaged.